Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted, however the motor made a loud noise during rewind due to faulty motor. The device was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms. The blood glucose at the time of the incident was 130 mg/dl. The customer stated that he had changed the set, reservoir and battery and alarm kept happening. He then changed the complete set again and resolved the alarm but requested the insulin pump to be replaced. The device was returned for analysis.